Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned stuck to the interior of the opened lens carton. The opened peel pouch, partially assembled lens case, and inner packaging components were also returned. Viscoelastic was observed on the lens. The lens was removed from the carton and cleaned to remove the dried viscoelastic. The optic had scratch damage. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A fold test was conducted. The optic folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and an unspecified company handpiece were indicated. A non-qualified viscoelastic was indicated. The reported complaint may be related to a failure to follow the dfu. The viscoelastic indicated was not qualified for the lens/company handpiece combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. A dimensional (plan view) inspection of the lens was conducted. The lens was within specification per the approved template. A fold test was also conducted. The optic folded and unfolded with no abnormalities observed. The lens characteristics showed no contributing factors that may lead to the report of "stuck in wound". The reported scratch damage was observed. The scratch damage was similar in appearance to handling related damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the lens was stuck in the wound. The lens was removed and noted to be scratched when trying to load it again. The surgery was completed. Additional information has been requested.